Event description:
A report of a removal surgery was scheduled for a patient implanted due to "...mesh flip over and recurrence of symptoms" from a physician in germany.

Manufacturer narrative:
The device implanted was not reported, but due to the location (germany) it would likely have been a bar-d8-10x14 or bar-d8-8x14 which is not marketed in the us. This device would have been sold in the EU prior to us commercialization. This device is similar to the bar-a8-8mm or bar-a8-10mm device that is marketed in the us under the PMA number documented on this 3500a. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.